Event description:
It was reported that during an unk procedure, the jaw would not open after several times clipping. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.